Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the admission. Customer has been experiencing extreme lows at night. The customer was at 120 mg/dl at the conclusion of the incident. The customer experienced symptoms such as convulsions and sweatiness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to the button error issues on the pump. Customer also mentioned that she was hospitalized about 5 years ago and may have been on an older medtronic pump, that they've had other low incidents, and that the act button on her pump was not working. The insulin pump will not be returned for analysis.